Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient suffered a cut on her left foot and needed 3¿5 stitches. She stayed in the hospital for about 3¿4 hours and there was no medication provided at the hospital. She was advised to return after 7 days to have the stitches removed. At the time of the report the patient was fine. No other details were documented. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be prolonged data blanking.